Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
One device that was pending was evaluated and it was determined the device experienced brake/steer pedal inoperable; must use alternate pedal, which is not reportable. Because of this, the number of reported events has been changed from 4 to 3. One other device was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect for both of these devices.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this. Section h codes have also been updated.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced brakes cannot be engaged. There was no patient involvement.